Event description:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of device dislocation ("CT showed left implant located too lateral / left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity") and the second episode of device dislocation ("right implant had came out for 1cm from a cornu") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("stab like lower abdominal pain"). In (B)(6) 2018, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy). Essure was removed in (B)(6) 2018. At the time of the report, the last episode of device dislocation and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, the first episode of device dislocation and the second episode of device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: left implant located too lateral laparoscopy in (B)(6) 2018: left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity. Right implant had come out for 1 cm from a cornu. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device dislocation the analysis in the global safety database revealed 3.509 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), the second episode of device dislocation ("CT showed left implant located too lateral / left implant had come out completely from a fallopian tube and it was stuck in front wall of the abdominal cavity") and the first episode of device dislocation ("right implant had came out for 1cm from a cornu") in a 43-year-old female patient who had essure (batch no. 50512934) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (no spontaneous or voluntary abortions). No breastfeeding at the time of insertion. Last delivery was not a c-section. No uterine findings prior to insertion. Previously administered products included for an unreported indication: iud. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("stab like lower abdominal pain"). In (B)(6) 2018, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube spasm ("tubal spasm") and complication of device insertion ("insertion difficult due to tube spasm"). The patient was treated with surgery (laparoscopy) and surgery (essure removal on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation and the last episode of device dislocation had resolved and the abdominal pain lower, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, fallopian tube perforation, fallopian tube spasm, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: insertion during follicular phase with general anesthesia. Insertion was difficult due to tubal spasm and lasted 23 min. Fluid loss was not more than 1500cc and visualization of tubal oc was easy. No complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram - in (B)(6) 2018: left implant located too lateral. Ultrasound scan - on (B)(6) 2011: essure confirmation test. Laparoscopy in (B)(6) 2018: left implant had come out completely from a fallopian tube and it was stuck in front wall of the abdominal cavity. Right implant had come out for 1 cm from a cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), the second episode of device dislocation ("CT showed left implant located too lateral / left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity") and the first episode of device dislocation ("right implant had came out for 1cm from a cornu") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (no spontaneous or voluntary abortions). No breastfeeding at the time of insertion. Last delivery was not a c-section. No uterine findings prior to insertion. Previously administered products included for an unreported indication: iud. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("stab like lower abdominal pain"). In (B)(6) 2018, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube spasm ("tubal spasm") and complication of device insertion ("insertion difficult due to tube spasm"). The patient was treated with surgery (laparoscopy) and surgery (essure removal on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation and the last episode of device dislocation had resolved and the abdominal pain lower, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, fallopian tube perforation, fallopian tube spasm, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: insertion during follicular phase with general anesthesia. Insertion was difficult due to tubal spasm and lasted 23 min. Fluid loss was not more than 1500cc and visualization of tubal oc was easy. No complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram - in (B)(6) 2018: left implant located too lateral ultrasound scan - on (B)(6) 2011: essure confirmation test laparoscopy in (B)(6) 2018: left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity. Right implant had come out for 1 cm from a cornu. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-jun-2018 for the following meddra preferred terms: device dislocation the analysis in the global safety database revealed 3.524 cases. Fallopian tube perforation: the analysis in the global safety database revealed 1.357 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 1-jun-2018: essure perforation questionnaire received. Events updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), the second episode of device dislocation ("CT showed left implant located too lateral / left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity") and the first episode of device dislocation ("right implant had came out for 1cm from a cornu") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (no spontaneous or voluntary abortions). No breastfeeding at the time of insertion. Last delivery was not a c-section. No uterine findings prior to insertion. Previously administered products included for an unreported indication: iud. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("stab like lower abdominal pain"). In may 2018, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube spasm ("tubal spasm") and complication of device insertion ("insertion difficult due to tube spasm"). The patient was treated with surgery (laparoscopy) and surgery (essure removal on (B)(6) 2018). Essure was removed in may 2018. At the time of the report, the fallopian tube perforation and the last episode of device dislocation had resolved and the abdominal pain lower, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, fallopian tube perforation, fallopian tube spasm, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: insertion during follicular phase with general anesthesia. Insertion was difficult due to tubal spasm and lasted 23 min. Fluid loss was not more than 1500cc and visualization of tubal oc was easy. No complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram - in may 2018: left implant located too lateral ultrasound scan - on (B)(6) 2011: essure confirmation test laparoscopy in may 2018: left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity. Right implant had come out for 1 cm from a cornu. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts: device dislocation: the analysis revealed 3592 cases (excluding this case). Fallopian tube perforation: the analysis revealed 1490 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case (B)(4) was identified as a duplicate of this case and all documents and information (new reporter) were transferred to this case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), the second episode of device dislocation ("CT showed left implant located too lateral / left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity") and the first episode of device dislocation ("right implant had came out for 1cm from a cornu") in a 43-year-old female patient who had essure (batch no. 50512934) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (no spontaneous or voluntary abortions). No breastfeeding at the time of insertion. Last delivery was not a c-section. No uterine findings prior to insertion. Previously administered products included for an unreported indication: iud. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("stab like lower abdominal pain"). In (B)(6) 2018, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube spasm ("tubal spasm") and complication of device insertion ("insertion difficult due to tube spasm"). The patient was treated with surgery (laparoscopy) and surgery (essure removal on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation and the last episode of device dislocation had resolved and the abdominal pain lower, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, fallopian tube perforation, fallopian tube spasm, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: insertion during follicular phase with general anesthesia. Insertion was difficult due to tubal spasm and lasted 23 min. Fluid loss was not more than 1500cc and visualization of tubal oc was easy. No complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram - in (B)(6) 2018: left implant located too lateral ultrasound scan - on (B)(6) 2011: essure confirmation test laparoscopy in (B)(6) 2018: left implant had come out completely from a fallopian tube and it was stucked in front wall of the abdominal cavity. Right implant had come out for 1 cm from a cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.